Event description:
It was reported that a patient underwent an uneventful da vinci-assisted bariatric revision with moderate hiatal hernia repair procedure on (B)(6) 2021. The revision was recommended as the patient presented with severe reflux, nausea, and vomiting over the last 1.5 years subsequent to a sleeve gastrectomy that was performed in mexico. Upper gi (gastrointestinal) imaging at the time of that surgery showed a very narrowed mid-body of the sleeve and a dumbbell-shaped stomach with a large fundal area relative to what the sleeve should be, and then a large relative antrum. Information received states that immediately after the robotic bariatric revision, and for several months thereafter, the patient suffered pain and discomfort at, and under, the abdominal incision made during surgery to introduce the surgical instruments. On (B)(6) 2021, the pain became so severe that the patient sought treatment at another medical center. An abdominal CT scan showed a foreign object abutting the enteroenteric anastomosis. This object was reportedly also seen on an abdominal CT scan performed on (B)(6) 2021. On (B)(6) 2021, the object was surgically removed by the original robotic surgeon. The object was described in the surgical lab report as "a slightly tapered, cylindrical, clear, synthetic segment of tubular material, which was also described as a trocar fragment.¿ this item was allegedly retained in the body as a result of the initial robotic procedure on (B)(6) 2021. The operative report documents that an optivue trocar was first used to access the abdomen and for insufflation. Thereafter, 3 additional trocars were placed and the surgical procedure continued without incident. Intra-operative bowel runs were performed, including the use of methylene blue which showed that all anastomotic sites were without leaks. IV indocyanine green (icg) imaging was also completed that confirmed there was good blood flow in the gastric pouch and the alimentary limb. The patient was stable and tolerated the procedure well. The operative report did not document any issues with the da vinci system, instruments, or accessories.

Manufacturer narrative:
Based on the current information provided, a root cause for the alleged retained trocar fragment cannot be determined. No information regarding the trocar/cannula part name, material number or serial number was provided. Another manufacturer's trocar was also used for initial access to the abdomen and insufflation; there is no information on whether that trocar was replaced or remained in place during the procedure. The retrieved fragment was not provided to isi for identification or evaluation. Section d: trocars are the combination of an obturator within a cannula. They are used during laparoscopic and other minimally invasive surgery (mis) procedures to make small, puncture-like incisions in outer tissue layers. The obturator, in particular, extends past the tip of the cannula to assist in pushing through the patient tissue wall. Once placed, the obturator is removed and the cannula remains to allow surgeons to introduce surgical instruments. The received documentation indicates the use of an intuitive surgical, inc (isi) trocar; this information cannot be verified via device logs. Review of the system logs from the procedure did not show any errors that would have likely caused or contributed to the reported complaint.